Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance was post-operatively observed on the right ventricular (rv) lead. A perforation by the lead was noted to have occurred although the patient had no symptoms. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.